Event description:
A caregiver for a patient reported that the patient required treatment by a corneal specialist for an unspecified problem with their right eye associated with wear of focus night & day lenses. The corneal specialist reported that the patient presented with severe pain & minimal mucopurulent discharge od after approximately one month continuous wear. Pt originally fit with lenses in another country and was unsure of last exam. A small centrally located ulcer with anterior chamber reaction was diagnosed. Visual acuity reported as 20/70 during event. Ulcer cultured positive for klebsiella pneumoniae. Therapy consisted of atropine 1% & vigamox. Event resolved with visual acuity reported as 20/20. Patient refit to focus dailies. No further information is available at this time.